Event description:
It was reported that the settings on the insulin pump were erased and the customer's nurse was concerned that the insulin pump was not working properly. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during the excessive no delivery test due to the motor encoder signal being out of phase. However, the insulin pump passed the rewind, basic occlusion, occlusion, and prime tests.